Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, it was found that the patient's atrial lead was exhibiting noise over-sensing resulting in inappropriate mode switching. The lead was capped and replaced on 27 jan 2021. The patient was stable.